Manufacturer narrative:
The evaluation of this failure is based on information provided by the customer. The limited available information is indicative of a failure of the patient contact indicator (pci) functionality, such as a partial break in the high voltage wire. However, we were unable to confirm this because the paddle set was not available for evaluation.

Event description:
The customer reported that the patient contact indicator (pci) function on the paddle set had failed.